Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 257mg/dl. Reportedly, there were air bubbles in the tubing. Customer administered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer was using cold insulin, which is off label per tandem user guide.